Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited intermittent under-sensing and unspecified over-sensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not reported.